Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that the guidewire became jammed in the tap during the procedure. The tap and guidewire were removed from the patient without any complications. A new tap and guidewire were used to complete the case. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed guidewire is broken off inside the tap. Visual and optical examination of tap confirms tip of the tap is cracked, approximately 1mm in length. Tip cracking is indicative of off-axis use of the tapping instrument with respect to guidewire, and is consistent with guidewire jamming. A review of the device history records did not identify any applicable nonconformance to specification.